Manufacturer narrative:
Conclusion: it was reported that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the anatomy was tortuous and calcified. It was also noted that the minimum access vessel diameter was 4.1 mm. As per the evolut system instructions for use: ¿patients must present with trans-arterial access vessels with diameters that are either =5 mm when using models envpro-14¿. Advancement difficulties do not typically indicate a device issue. It was then reported that the right external iliac artery ruptured as the dcs was advanced. Vascular injuries, such as rupture, bleeding, and death are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was noted that the anatomy was tortuous and calcified. It was also noted that the minimum access vessel diameter was 4.1 mm and therefore below the required 5mm minimum requirement. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs). The right external iliac artery ruptured as the dcs was advanced. Subsequently, the rupture was treated with a covered stent, however the patient expired. Per the physician, the cause of death was iliac artery rupture and bleeding. The in-line sheath was used and the minimum access vessel diameter was 4.1 millimeter (mm). It was reported that the anatomy was tortuous and calcified.